Event description:
It was reported that during a percutaneous peripheral intervention procedure, a stent dislodgment occurred. Vascular access was obtained via the femoral artery. The 75% stenosed de novo lesion was 6cm in length with vessel diameter of 8mm, and was located in the moderately tortuous external iliac artery (eia). The physician advanced the 7.0x20x75cm express-vascular ld stent delivery system in an attempt to cross a previously placed stent in the common iliac artery and encountered resistance. The device caught the edge of the implanted stent, and while attempting to retract the stent into the sheath, the stent dislodged from the sds balloon and migrated within the common iliac artery. Although it was able to move the dislodged stent, it was unable to retract the stent into the sheath. The dislodged stent was deployed "as far as it was able to be moved" in the common iliac artery and was well positioned and apposed to the vessel wall. The procedure was completed with a different device. No further patient complications were reported and the patient's status is good. This product is only ous approved, but it is similar to an approved united states device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer. The device has not been returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).